Event description:
It was reported that during a selenia dimensions mammography system, 3d procedure on (B)(6) 2025, the right c-arm switch was sticking and causing the c-arm to continue moving after the switch was released. A field service engineer (fse) was dispatched to examine the equipment and confirmed the need to replace the c-arm switches. The fse replaced the left and right c-arm switches and confirmed the system is functioning in accordance with manufacturer specifications. No patient/user injury reported.